Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Abiomed's medical safety officer review the patients outcome and determined there is not enough evidence to exclude impella as an associated factor in the patient's outcome. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had placed a impella cp to support the patient with myocarditis. After 7 days the patient expired from multiple organ failure and the relationship to impella is unknown. Additional information provided from the doctor that the extracorporeal membrane oxygenation circuit came loose, causing the patient's overall condition to deteriorate, leading to disseminated intravascular coagulation and subsequent death from multiple organ failure. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.